Event description:
The user facility reported a 67-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following successful high risk percutaneous coronary intervention for 67-year-old female patient on impella cp support, the two angioseal methods did not work. It was noted that compressing the puncture site was difficult due to adipose groin. The patient was given blood products. Hemostasis was ultimately achieved with manual compression and loose application of a femstop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12421: f6/f8-should have been left blank. G1 manufacturing site name and address. H.6 code 4755 was reported incorrectly. New code was added to component code.